Event description:
This event was also reported under manufacturer report # 3004209178-2013-22057 [office notes were provided regarding the event. On 2013 (B)(6), the patient was seen for the scheduled intrathecal pump replacement surgery. The patient had no new complaints. It was reported the patient wanted the health care provider (hcp) to increase his intrathecal infusion rate if possible. The patient¿s overall pain relief had been worse over the past ¿year or so¿ although it was noted he didn¿t have any new pain complaints. The location was mid-line thoracic, mid-line to left sided lower lumbar pain radiating down the posterior left leg to the knee. The problem had been there for months. The patient¿s worst level of pain was 7 out of 10 on the pain scale, their lowest level was 0 while as of the replacement date the patient¿s pain level was a 1. The quality of the pain was described as sharp. The symptom/problem had begun following the patient moving a wood stove in (B)(6) 2012 and the pain and progressed since then. The patient had reported good relief from an injection on 2013 (B)(6) that lasted until a few days prior. The problem was made better by walking but worse by standing. There was no pattern in terms of when the symptoms occurred and the problem was constant. It was also noted the patient had insomnia, unrelated to pain. The patient¿s past pain history was provided; the patient had received a right knee injection-synvisc on 2009 (B)(6) ¿3 weeks in a row ¿ no help yet¿. The injection previously mentioned on 2013 (B)(6) was a left l5 transforaminal epidural steroid injection that ¿helped 70%¿. On 2013 (B)(6) a left l5 and left s1 transforaminal epidural steroid injection was given. Other modifiers/treatments at that point had included physical therapy which didn¿t seem to help, chiropractic/osteopathic manipulation which didn¿t help, a tens unit which was no help, acupuncture which was no help and massage therapy which helped for a short time. The pump was replaced and was connected to the catheter using a new sutureless extension catheter connector. The patient was returned to the recovery room in satisfactory condition. The patient had tolerated the procedure quite well according to the hcp. Following the replacement, the intrathecal morphine dose was increased from 1.44mg per day to 1.5mg per day. The hcp had a long discussion with the patient about his tolerance for changes and it was noted the patient fully understood that he may develop nausea in response to the pump increase even though it was a low magnitude increase.]. Any additional information received will now be reported under this manufacturer report number.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).